Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that between (B)(6) 2022 and (B)(6) 2022, the patient's infusions set's tubing detached/broken at site connector. At the time of the event, his blood glucose level was between 400 mg/dl to 449 mg/dl. The infusion set had been used for about 40 hours. This issue occurred with three infusion sets. Further, they replaced the infusion set and resumed insulin successfully. No further information available.